Manufacturer narrative:
Device passed the displacement test and self test. No unexpected e15 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received error alarms and the customer experienced hyperglycemia. It was reported that the customer had high blood glucose levels of 23 mmol/l to 33.0 mmol/l at the time of incident. It was reported that the customer was able to clear the alarm. Troubleshooting was performed. The customer was advised to return the insulin pump. Product is expected to return.